Manufacturer narrative:
Although requested, patient demographics section a (a.1-a.4) were not provided. The nurse was female, with the initial t.

Event description:
It was reported that etoposide leaked from the tubing and a nurse was exposed to the chemotherapy when she inverted the bag to contain the spill. As a result, the etoposide ran down her arm. The spill was cleaned up per facility protocol, and no skin irritation or adverse effects were reported by the nurse.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported a tubing leak.